Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, upon initial insertion of the mega suturecut needle driver instrument into the patient's abdomen, the customer observed an unusual defect at the tip of the instrument. The instrument was removed from the patient and inspected, after which, it appeared that a screw was coming loose. Once the instrument was manipulated outside of the patient, the screw became looser and the wiring also became loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and was found to have a loose pitch cable at the clevis hub. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 10/22/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating the following: upon initial insertion of instrument into the patient¿s abdomen the surgeon at the console noticed an unusual defect at the tip of the instrument. The instrument was removed from the patient and inspected, it appeared a screw was coming loose, once manipulated outside of patient the screw became looser and the wiring became loose.